Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5: device evaluation found no other device abnormalities the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the video system center exhibited no endoscopic image. The event was found during preparation for use for a diagnostic procedure (gastrointestinal procedure). The procedure was cancelled. There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however it is likely that a faulty mainboard led to the malfunction resulting in the no image issue. Olympus will continue to monitor field performance for this device.